Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence indicates he was experiencing pain and decreased range of motion prior to his revision surgery. He also indicates now that he has no continuing issues other than expected pain from the revision surgery with rehab. Revision of insert has occurred. Doi: (B)(6) 2010. Dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.